Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
After failing to cross a lesion in the distal superficial femoral artery, the stent partially deployed after being removed from the patient. The age and the gender of the patient is unk. The vessel was severely calcified, not tortuous, and the rate of stenosis 100%. The physician used an antegrade approach and was successful in accessing the lesion with a guidewire. The vessel was pre-dilated. When the physician advanced the stent delivery system (sds) over the guidewire; it would not completely cross the lesion. The sds was removed from the patient and the lesion was dilated a second time. When the physician went to place the sds on the guidewire and reinsert the device, he noticed that the stent had partially deployed. The locking pin had remained in place, but was noted to be loose. There was information as to how the procedure was completed. There was no reported injury to the patient.